Event description:
It was reported that the patient called to state that his heart rate dropped below 70 beats per minute for "some time" before going back up to 70 beats per minute. The patient also reported that his heart was "skipping beats". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.